Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Legal representative states consumers daughter was pushing her mother in a high back wheelchair while attempting to go over a door jam. The handle bar allegedly came off the chair, causing her to fall backward and fracture her wrist. MDR filed.